Event description:
It was reported that one month after port was implanted, doctor noticed the catheter was broken. Catheter and port were explanted. No pt complications reported.

Event description:
One month after port was implanted, dr noticed the catheter was broken. Catheter and port were explanted. No pt complications reported.

Event description:
It was reported that one month after port was implanted, dr noticed the catheter was broken. Catheter and port were explanted. No pt complications reported.